Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report unexplained high blood glucose levels ranging from 182 to 433 mg/dl. The customer treated with insulin injections. No symptoms were reported. The customer stated they would monitor their blood glucose levels and no products were returned for analysis.